Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a sensor anomaly. The customer stated that when he was trying to insert the sensor, it did not insert and it was stuck inside the serter. The customer stated that when he reinserted the serter, the needle was still in tack. However, the whole thing came out and the needle hub came off. The customer stated that he had to use tape to hold the sensor together. The customer stated that the threshold is going off in the middle of the night and his blood glucose is low. The customer will be sent replacement sensors.